Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: a review of the pump¿s black box data history showed multiple unexplained pump reboot events. During a visual inspection of the pump, it was observed that the battery compartment was cracked. During testing, the pump was able to power on with functional vibration features indicating that it had power. The pump was opened to inspect and there was evidence of moisture ingress and corrosion throughout the interior of the pump. An audible alarm failure occurred due to corrosion on the audio unit (piezo) assembly contact pads. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no power issues occurring therefore the investigation was unable to duplicate the initial ¿power¿ complaint. The allegation of the pump damage was duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and contained moisture and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.